Manufacturer narrative:
It is not known if the device will be returned for eval. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
It was reported, the surgeon noticed the blade twisting.